Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with no button response due to lcd keypad connector unlocked. The pump was unable to verify motor error alarm due to keypad anomaly. However, the motor passed motor test. The pump was unable to perform the displacement test due to keypad anomaly. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. During inclusion, motor error appeared on the screen. The customer will be sent a replacement pump. The customer will return the pump for analysis.